Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl, cause was unknown. Customer required emergency medical services to consume glucose tablets, glucose gel and carbohydrates to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.